Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the resin peeled off due to chemical stress. However, a definitive root cause was not established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the resin part of the image guide pipe had fallen off; watertightness was not maintained due to the insertion tube falling off; the bending angle was insufficient due to stretching of the angle wire; the bending rubber adhesive part was cracked; and scratches were found at multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the rhino-laryngo videoscope had peeling of the membrane at the insertion site. The intended diagnostic procedure was completed with no reports of patient harm. During the evaluation of the device, it was noted that the resin coating part of the image guide coil had fallen off. This report is to capture the reportable malfunction of the insertion site coating peeling off, as noted at estimation.